Event description:
On (B)(6) 2013, patient reported he was unable to change the basal rates on the infusion device due to the menu button sticking. The menu button has to be pressed hard to respond, and the other buttons continue to function as intended. This has been an intermittent issue for approximately 2 months. The infusion device was not dropped on a hard surface, and the key-lock feature is not activated. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the check/menu buttons and the pump electronics.